Event description:
It was reported that during the device change out, the lead was capped as the patient is in chronic atrial fibrillation. It was noted the lead had high impedance measurements and there was an insulation breach with exposed wire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned. Performance data were collected from the device and analyzed. The weekly pace lead impedance trend data show various spike increases for maximum atrial pacing impedance measurements from 520 ohms to 16382 ohms between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945 implantable defibrillation lead, (B)(6) 1999. (B)(4).